Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/migration of essure: on the infundibulopelvic ligament on the left') and genital haemorrhage ('heavy bleeding') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included endometriosis on (B)(6) 2012, hypertension on (B)(6) 2012, migraine headache on (B)(6) 2012, appendectomy on (B)(6) 2012, gallbladder operation on (B)(6) 2012 and dental operation on (B)(6) 2012. *on (B)(6) 2010, cc: cyst ruptured on right ovary abnormal findings: never did essure confirmation test. She states had severe pain while doing and pain was like dying. Right side to mid pain in pelvis. On (B)(6) 2012 preoperative diagnosis and postoperative diagnosis: chronic pain with history of endometriosis. Operation: lavh/bso. Operative findings: she has no significant pelvic adhesions nor any obvious endometriosis in the pelvis. She has what looks like an old deep implant on the infundibulopelvic ligament on the left and there is also a possible little spot on the cecum near the previous appendectomy site. We fulgurated the spot of the infundibulopelvic ligament, but I elected to leave the area on the appendiceal stump alone since it was deep on the bowel wall and since we were taking out both ovaries. Concurrent conditions included obesity since (B)(6) 2012. Concomitant products included medroxyprogesterone acetate from (B)(6) 2012 to (B)(6) 2012 for contraception and menorrhagia as well as cetirizine hydrochloride from (B)(6) 2012 to (B)(6) 2012, duloxetine hydrochloride (cymbalta) from (B)(6) 2012 to (B)(6) 2012, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2009 to (B)(6) 2012, ibuprofen from (B)(6) 2012 to (B)(6) 2012, naproxen from (B)(6) 2012 to (B)(6) 2012 and sumatriptan succinate (imitrex df) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("mental anguish"), abdominal pain ("pain - abdominal area") and back pain ("pain - lower back area"), 10 months 18 days after insertion of essure. On (B)(6) 2012, the patient experienced depression ("depression"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (plaintiff underwent full hysterectomy with salpingectomy and oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, anxiety and depression outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: plantiff reported the injuries or symptoms decrease or resolve following essure removal. Left fallopian tube was cannulated and seven coils were noted inside the uterine cavity. Four coils noted in right side. Essure-caused injuries, as alleged in complaint were reasons for removal. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: results: migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,dysmenorrhea ,endometriosis ,lower abdominal pain most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : new events, "pain - lower back area, pain - abdominal area" were added. Outcome of events, "pain - lower back area, pain - abdominal area" were changed to "recovered/resolved". Onset dates of events were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/migration of essure: on the infundibulopelvic ligament on the left") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included endometriosis on (B)(6) 2012. *on (B)(6) 2010, cc: cyst ruptured on right ovary abnormal findings: never did essure confirmation test. She states had severe pain while doing and pain was like dying. Right side to mid pain in pelvis. On (B)(6) 2012 preoperative diagnosis and postoperative diagnosis: chronic pain with history of endometriosis. Operation: ^lavh/bso. Operative findings: she has no significant pelvic adhesions nor any obvious endometriosis in the pelvis. She has what looks like an old deep implant on the infundibulopelvic ligament on the left and there is also a possible little spot on the cecum near the previous appendectomy site. We fulgurated the spot of the infundibulopelvic ligament, but I elected to leave the area on the appendiceal stump alone since it was deep on the bowel wall and since we were taking out both ovaries. Concomitant products included medroxyprogesterone acetate from (B)(6) 2012 to (B)(6) 2012 for contraception and menorrhagia as well as cetirizine hydrochloride from (B)(6) 2012 to (B)(6) 2012, duloxetine hydrochloride (cymbalta) from (B)(6) 2012 to (B)(6) 2012, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2009 to (B)(6) 2012, ibuprofen from (B)(6) 2012 to (B)(6) 2012, naproxen from (B)(6) 2012 to (B)(6) 2012 and sumatriptan succinate (imitrex df) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and anxiety ("mental anguish"), 10 months 18 days after insertion of essure. On (B)(6) 2012, the patient experienced depression ("depression"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. The patient was treated with surgery (plaintiff underwent full hysterectomy with salpingectomy and oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, anxiety and depression outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff reported the injuries or symptoms decrease or resolve following essure removal. Left fallopian tube was cannulated and seven coils were noted inside the uterine cavity. Four coils noted in right side. Essure-caused injuries, as alleged in complaint were reasons for removal. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: results: migration of essure device. Most recent follow-up information incorporated above includes: on 6-dec-2018: pfs received. Reporter information was added and updated. Concomitant drugs were added. New event added : depression. Onset date of the events were updated. Event verbatim was updated to migration of essure device/migration of essure: on the infundibulopelvic ligament on the left. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (plaintiff underwent full hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: plantiff reported the injuries or symptoms decrease or resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: migration of essure device most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migration of essure device with the symptoms of lower abdominal pain and pelvic pain. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff underwent hysterectomy with bilateral salpingectomy due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/migration of essure: on the infundibulopelvic ligament on the left") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included endometriosis on (B)(6) 2012. *on (B)(6) 2010, cc: cyst ruptured on right ovary abnormal findings: never did essure confirmation test. She states had severe pain while doing and pain was like dying. Right side to mid pain in pelvis. On (B)(6) 2012 preoperative diagnosis and postoperative diagnosis: chronic pain with history of endometriosis. Operation: ^lavh/bso. Operative findings: she has no significant pelvic adhesions nor any obvious endometriosis in the pelvis. She has what looks like an old deep implant on the infundibulopelvic ligament on the left and there is also a possible little spot on the cecum near the previous appendectomy site. We fulgurated the spot of the infundibulopelvic ligament, but I elected to leave the area on the appendiceal stump alone since it was deep on the bowel wall and since we were taking out both ovaries. Concomitant products included medroxyprogesterone acetate from (B)(6) 2012 for contraception and menorrhagia as well as cetirizine hydrochloride from (B)(6) 2012, duloxetine hydrochloride (cymbalta) from (B)(6) 2012, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2009 to (B)(6) 2012, ibuprofen from (B)(6) 2012, naproxen from (B)(6) 2012 and sumatriptan succinate (imitrex df) from (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and anxiety ("mental anguish"), 10 months 18 days after insertion of essure. On (B)(6) 2012, the patient experienced depression ("depression"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (plaintiff underwent full hysterectomy with salpingectomy and oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, anxiety and depression outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: plantiff reported the injuries or symptoms decrease or resolve following essure removal. Left fallopian tube was cannulated and seven coils were noted inside the uterine cavity. Four coils noted in right side. Essure-caused injuries, as alleged in complaint were reasons for removal. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: results: migration of essure device. Most recent follow-up information incorporated above includes: on 2-jan-2019: pfs received. Added event heavy bleeding. Updated outcome of event heavy bleeding. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's past medical history included endometriosis on (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and anxiety ("mental anguish"). On (B)(6) 2012, 2 years 10 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. The patient was treated with surgery (plaintiff underwent full hysterectomy with salpingectomy and oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. The reporter considered anxiety, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff reported the injuries or symptoms decrease or resolve following essure removal. Left fallopian tube was cannulated and seven coils were noted inside the uterine cavity. Four coils noted in right side. Essure-caused injuries, as alleged in complaint were reasons for removal. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: migration of essure device on (B)(6) 2010, cc: cyst ruptured on right ovary. Abnormal findings: never did essure confirmation test. She states had severe pain while doing and pain was like dying. Right side to mid pain in pelvis. On (B)(6) 2012: preoperative diagnosis and postoperative diagnosis: chronic pain with history of endometriosis. Operation: ^lavh/bso. Operative findings: she has no significant pelvic adhesions nor any obvious endometriosis in the pelvis. She has what looks like an old deep implant on the infundibulopelvic ligament on the left and there is also a possible little spot on the cecum near the previous appendectomy site. We fulgurated the spot of the infundibulopelvic ligament, but I elected to leave the area on the appendiceal stump alone since it was deep on the bowel wall and since we were taking out both ovaries. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "mental anguish" added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/migration of essure: on the infundibulopelvic ligament on the left') and uterine perforation ('perforation-other') in a 27-year-old female patient who had essure (batch no. 628196) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed" and device use error "1st essure coil bent upon passage through inserter". The patient's medical history included endometriosis on (B)(6) 2012, hypertension on (B)(6) 2012, migraine headache on (B)(6) 2012, appendectomy on (B)(6) 2012, gallbladder operation on (B)(6) 2012 and dental operation on (B)(6) 2012. On (B)(6) 2010, cc: cyst ruptured on right ovary abnormal findings: never did essure confirmation test. She states had severe pain while doing and pain was like dying. Right side to mid pain in pelvis. On (B)(6) 2012. Preoperative diagnosis and postoperative diagnosis: chronic pain with history of endometriosis. Operation: ^lavh/bso. Operative findings: she has no significant pelvic adhesions nor any obvious endometriosis in the pelvis. She has what looks like an old deep implant on the infundibulopelvic ligament on the left and there is also a possible little spot on the cecum near the previous appendectomy site. We fulgurated the spot of the infundibulopelvic ligament, but I elected to leave the area on the appendiceal stump alone since it was deep on the bowel wall and since we were taking out both ovaries. Concurrent conditions included obesity since (B)(6) 2012. Concomitant products included medroxyprogesterone acetate from (B)(6) 2012 for contraception and menorrhagia as well as cetirizine hydrochloride from (B)(6) 2012, duloxetine hydrochloride (cymbalta) from (B)(6) 2012, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2009 to (B)(6) 2012, ibuprofen from (B)(6) 2012, naproxen from (B)(6) 2012 and sumatriptan succinate (imitrex df) from (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("mental anguish"), abdominal pain ("pain - abdominal area") and back pain ("pain - lower back area"), 10 months 18 days after insertion of essure. On (B)(6) 2012, the patient experienced depression ("depression"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), urinary tract disorder ("urinary tract disorder") and bladder disorder ("bladder disorder"). The patient was treated with surgery (plaintiff underwent full hysterectomy with salpingectomy and oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, uterine perforation, anxiety, depression, urinary tract disorder and bladder disorder outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plantiff reported the injuries or symptoms decrease or resolve following essure removal. Left fallopian tube was cannulated and seven coils were noted inside the uterine cavity. Four coils noted in right side. Essure-caused injuries, as alleged in complaint were reasons for removal. Insertion date: (B)(6) 2009 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: results: migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,dysmenorrhea ,endometriosis ,lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received: event device use error was added. Reporter information rcc notes were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/migration of essure: on the infundibulopelvic ligament on the left'), perforation ('perforation-other') and genital haemorrhage ('heavy bleeding') in a 27-year-old female patient who had essure (batch no. 628196) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included endometriosis on (B)(6) 2012, hypertension on (B)(6) 2012, migraine headache on (B)(6) 2012, appendectomy on (B)(6) -2012, gallbladder operation on (B)(6) and dental operation on 9-(B)(6) 2012. *on (B)(6) 2010, cc: cyst ruptured on right ovary abnormal findings: never did essure confirmation test. She states had severe pain while doing and pain was like dying. Right side to mid pain in pelvis on (B)(6) preoperative diagnosis and postoperative diagnosis: chronic pain with history of endometriosis. Operation: ^lavh/bso. Operative findings: she has no significant pelvic adhesions nor any obvious endometriosis in the pelvis. She has what looks like an old deep implant on the infundibulopelvic ligament on the left and there is also a possible little spot on the cecum near the previous appendectomy site. We fulgurated the spot of the infundibulopelvic ligament, but I elected to leave the area on the appendiceal stump alone since it was deep on the bowel wall and since we were taking out both ovaries. Concurrent conditions included obesity since (B)(6) . Concomitant products included medroxyprogesterone acetate from (B)(6) for contraception and menorrhagia as well as cetirizine hydrochloride from (B)(6) , duloxetine hydrochloride (cymbalta) from (B)(6) to (B)(6) , ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2009 to (B)(6) 2012, ibuprofen from(B)(6) 2012 to (B)(6)2012, naproxen from (B)(6) 2012 to (B)(6) 2012 and sumatriptan succinate (imitrex df) from(B)(6)2012 to (B)(6)2012. On (B)(6)2009, the patient had essure inserted. On(B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("mental anguish"), abdominal pain ("pain - abdominal area") and back pain ("pain - lower back area"), 10 months 18 days after insertion of essure. On (B)(6)-2012, the patient experienced depression ("depression"). On(B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary tract disorder") and bladder disorder ("bladder disorder"). The patient was treated with surgery (plaintiff underwent full hysterectomy with salpingectomy and oophorectomy). Essure was removed on (B)(6)2012. At the time of the report, the device dislocation, perforation, anxiety, depression, urinary tract disorder and bladder disorder outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, perforation, urinary tract disorder and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: plantiff reported the injuries or symptoms decrease or resolve following essure removal. Left fallopian tube was cannulated and seven coils were noted inside the uterine cavity. Four coils noted in right side. Essure-caused injuries, as alleged in complaint were reasons for removal. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: results: migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,dysmenorrhea ,endometriosis ,lower abdominal pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/migration of essure: on the infundibulopelvic ligament on the left'), perforation ('perforation-other') and genital haemorrhage ('heavy bleeding') in a 27-year-old female patient who had essure (batch no. 628196) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included endometriosis on (B)(6) 2012, hypertension on (B)(6) 2012, migraine headache on (B)(6) 2012, appendectomy on (B)(6) 2012, gallbladder operation on 9-may-2012 and dental operation on (B)(6) 2012. *on (B)(6) 2010, cc: cyst ruptured on right ovary abnormal findings: never did essure confirmation test. She states had severe pain while doing and pain was like dying. Right side to mid pain in pelvis. On (B)(6) 2012 preoperative diagnosis and postoperative diagnosis: chronic pain with history of endometriosis. Operation: ^lavh/bso. Operative findings: she has no significant pelvic adhesions nor any obvious endometriosis in the pelvis. She has what looks like an old deep implant on the infundibulopelvic ligament on the left and there is also a possible little spot on the cecum near the previous appendectomy site. We fulgurated the spot of the infundibulopelvic ligament, but I elected to leave the area on the appendiceal stump alone since it was deep on the bowel wall and since we were taking out both ovaries. Concurrent conditions included obesity since (B)(6) 2012. Concomitant products included medroxyprogesterone acetate from (B)(6) 2012 to (B)(6) 2012 for contraception and menorrhagia as well as cetirizine hydrochloride from (B)(6) 2012 to (B)(6) 2012, duloxetine hydrochloride (cymbalta) from (B)(6) 2012 to (B)(6) 2012, ethinylestradiol;norethisterone acetate (loestrin) from 14-jul-2009 to 5-sep-2012, ibuprofen from (B)(6) 2012 to (B)(6) 2012, naproxen from (B)(6) 2012 to (B)(6) 2012 and sumatriptan succinate (imitrex df) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("mental anguish"), abdominal pain ("pain - abdominal area") and back pain ("pain - lower back area"), 10 months 18 days after insertion of essure. On (B)(6) 2012, the patient experienced depression ("depression"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary tract disorder") and bladder disorder ("bladder disorder"). The patient was treated with surgery (plaintiff underwent full hysterectomy with salpingectomy and oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, perforation, anxiety, depression, urinary tract disorder and bladder disorder outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, urinary tract disorder and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: plantiff reported the injuries or symptoms decrease or resolve following essure removal. Left fallopian tube was cannulated and seven coils were noted inside the uterine cavity. Four coils noted in right side. Essure-caused injuries, as alleged in complaint were reasons for removal. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray- on an unknown date: results: migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,dysmenorrhea ,endometriosis ,lower abdominal pain. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: lot number added, event added- perforation, bladder disorder, urinary tract disorder. Outcome of the event pain and bleeding were updated. Reporter added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.